Manufacturer narrative:
A lumenis technical expert examined the subject device and confirmed reported malfunction. Additional info sep 28 2017: as part of remedial activity lumenis performed retro review of all safety complaints initiated between jan 01 2015 until jun 02 2017. A review of ligthsheer desire product risk file shows this is an anticipated risk (# 3.1.2.1 in risk file 1000577_j) which has been quantified and found to likely to lead to a serious injury if malfunction were to recur. Therefore, this complaint has been determined to be reportable per MDR decision tree. The risk has been characterized and documented as acceptable within a full risk assessment, therefore no corrective and/or preventive action is required. Should new information become available the complaint file will be reopened and updated accordingly.

Event description:
It was reported by a foreign user facility that a xc handpiece from a lightsheer desire laser system continued to fire even after the trigger button was released. Additionally the user facility had reported that the emergency stop button had to be pressed. No information regarding patient or device operator harm was received.